Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had an allergic reaction to the bandages used at the ipg site post permanent implant procedure. The patient was put on antibiotics with added doses and was relieved after the bandage was changed.